Event description:
Hosp reports unit "inop" no error code displayed. Control and monitor panel also intermittently fail. Hosp's bio-med tech unaware of any pt injury or adverse hlth event.

Manufacturer narrative:
Full service tech was unable to duplicate observed failure at time of service. Replaced control pcb as a precaution. Unit passes ovp to factory specifications. Lab testing of the control pcb could not duplicate to failure observed by the customer. No corrective action determined.